Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's atrial lead presented with oversensing noise. This was addressed by a procedure on (B)(6) 2023, in which during the operation the patient expired on the table. The physician suspected a tear in the superior vena cava (svc) caused the patient death. No further information was reported.